Event description:
The biomedical engineer (biomed) reported that the multigas unit was giving "check water trap" and "sample line" error messages randomly while in operation. When this happened, the device would not operate. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (biomed) reported that the multigas unit was giving "check water trap" and "sample line" error messages randomly while in operation. When this happened, the device would not operate. He tried replacing the sample line and water trap, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.